Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, when loading the reload, the staples were partially fired. A new handle and reload was opened to resolve and complete the case. No harm was caused to the patient and the current status is alive and has no injury. The devices are expected to be returned for evaluation.